Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for a single patient sample. An accu tni result of 0.65ng/ml was reported out of the lab. The result was questioned by a physician. The original sample was retested and a result of 0.011 ng/ml was obtained. A corrected report was sent. There was no effect to the patient as a result of this event.

Manufacturer narrative:
Qc was in range before the event. A system check performed in 2008 passed. No flags or event log messages were generated at the time of the event. The specimen was collected in a greiner 13x100mm serum tube with gel separator and was centrifuged at 3,400 rpm for 10 minutes. The sample was run immediately after processing. A field service engineer (fse) was dispatched and all hardware verification passed. An application specialist checked sample integrity and verified appropriate sample handling. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.